Event description:
It was reported by the sales representative that the probes are breaking or are arriving broken.

Manufacturer narrative:
The complaint device has not been returned. Additional info will be provided when the investigation is completed.